Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. An unapproved viscoelastic was used during the implant surgery. Additional information was requested on 02/05/2010, 02/10/2010, and 02/12/2010 by phone, fax, and mail. A completed questionnaire was received on 02/12/2010. (B) (4). (B) (4).

Event description:
A surgeon reported two cases of endophthalmitis following intraocular lens (iol) implant surgery. The surgeon reported the procedures were performed by two different surgeons at the same surgery center. The surgeon reported this patient had severe corneal edema which was present to begin with and has not revolved. The surgeon reported the patient's cornea was very cloudy, but the anterior chamber was quiet. The surgeon reported no cultures were done. The patient is being treated with medications. A nurse speaking for the surgery center reported the procedures were performed on different days and in different operating rooms. The nurse further reported this surgeon used balanced salt solution (bss) but uses the "sugarcane' effect by adding lidocaine to the bottle. This surgeon also used a pupil dilator and a capsular tension ring during the procedure. An unapproved viscoelastic was used during the implant surgery. There are three medical device reports associated with this event. This report is for the first surgeon's patient.